Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - a transducer fault has occurred on the unit. Visual inspection of the device revealed no visible defects, damage or contamination. The component was installed in a known good vela unit model and was powered into user mode where the unit would cycle abnormally and alarm xdcr fault. Review of the events log showed alarm xdcr fault and xdcr fault occurred (2, 0, 711) that was recorded on (B)(6) 2022. Alarm xdcr fault and xdcr fault occurred (2, 0, 4075) were recorded on the most recent events. Transducers calibration were then performed and the exhalation differential pressure transducer (transducer (B)(4)) has failed.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator. There is no information of patient involvement as of this time.